Event description:
Per the clinic, the device was explanted (specific date not reported), due to a recurrent infection (site of infection not confirmed). Reimplantation is planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient underwent a surgical procedure of local drainage (specific date not reported) and was treated with an injectable antibiotic for a duration of 1 month (specific date not reported).

Manufacturer narrative:
Per the clinic, the patient has developed an infection at the implanted site. Additional information has been requested but has not been made available as of the date of this report.